Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patient was receiving ineffective therapy. The physician confirmed that both leads had migrated. The patient underwent a lead replacement procedure. New burr hole covers were opened and the new clips and caps were used. The existing base ring remained in the patient. The explanted leads are not available for return.